Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie pocket failed to open. A field service engineer unloaded and replaced the cubie with a new one to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure and displayed an error message stating that the drawer could neither release nor close during a procedure. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.